Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20aug2019.

Event description:
The customer reported that the device was turning on by itself. There was no patient or user harm reported.

Event description:
The customer reported that the device was turning on by itself. There was no patient or user harm reported.

Manufacturer narrative:
G4: 25oct2019; b4: 28oct2019. The customer troubleshot with tech support over the phone. The customer replaced the user interface (ui) printed circuit board assembly (pcba) and liquid crystal display (lcd) cable to address the reported issue. The issue was resolved, the device was tested, and the device now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.